Manufacturer narrative:
Pt identifier: - (B)(6). Concomitant medical product - unknown biomet comprehensive srs proximal body, cat# ni lot#: ni. Unknown biomet comprehensive srs distal stem, cat# ni lot#: ni. Unknown biomet comprehensive srs humeral tray, cat# ni lot#: ni. Unknown biomet comprehensive srs humeral bearing, cat# ni lot#: ni. Unknown biomet comprehensive srs glenosphere, cat# ni lot#: ni. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05664, 0001825034-2017-05694, 0001825034-2017-05695, 0001825034-2017-05696, 0001825034-2017-05697 and 0001825034-2017-05698.

Event description:
It was reported that a patient that underwent a shoulder arthroplasty experienced palsy of the radial nerve. This was reported to be not a product problem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction. The initial report was forwarded in error and should be voided.